Event description:
The biopince device did not obtain a sample 2 times, utilized an additional device to obtain a sample.  A total of four times a needle from a biopince entered the skin of a kidney transplant's patient. Manufacturer response for biopince biopsy device, biopince (per site reporter): it is a user-error problem.